Event description:
As reported by bedside rn: "I was suctioning pt with a cut-off (to fit pt) catheter when the catheter became detached from the thumb suction device. It disappeared into" pt's "trach, but" pt "coughed up immediately and I removed it with no apparent trauma to the pt."